Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head experienced video image noise. With a vertical red line in the center right of the image. There were no reports of patient harm.

Event description:
It was reported the camera head experienced video image noise, with a vertical red line in the center right of the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the image capture unit failure caused the image function to not function properly, resulting in image noise (red lines). However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced video image noise, with a vertical red line in the center right of the image. There were no reports of patient harm.

Manufacturer narrative:
Update to h11. This supplemental report is being submitted to provide the updated results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the image capture unit failure caused the image function to not communicate properly, resulting in image noise (red lines). Based on the results of the investigation, it is likely the image unit failure was caused by a fault in the internal ccd unit. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.